Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 6.0mm x 15mm maverick xl balloon catheter was selected to dilate the lesion however the balloon ruptured at 7 atms at an unspecified inflation. The balloon was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).